Event description:
It was reported to manufacturer by facility, per facility the top bolt on scale of pt lift sheared off causing scale and cradle to drop onto the chest of a woman in bed. The pt fell approx. 2 inches onto the bed. Facility stated there was no injury sustained. Not an advert event.